Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis, thrombosis and myocardial infarction the de novo target lesion being treated was located in the mid right coronary artery (rca). The lesion was 80% stenosed, 3.0mm in diameter and 28mm long. The lesion was treated with direct stent placement using a 3.0x38mm ion stent. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient was admitted and found to have non-occlusive thrombus in the left profunda. Medication was given and aortogram with bilateral lower extremity runoff, stenting to right external and common iliac arteries was performed to treat the event. The event was considered resolved without residual effects and the patient was discharged on the same day. Later, in (B)(6) 2012, the patient had elevated cardiac enzymes and myocardial infarction was reported (peak ck= 6483 iu/l, uln= 240 iu/l; peak ck-mb= 579.9 iu/l, uln= 7.5 iu/l; peak troponin I= 386.62 ng/ml, uln= 0.29 ng/ml). Cardiac catheterization was recommended. It was noted that the patient experienced ischemic symptoms. A 100% total occlusion, stent thrombosis, restenosis of the previously placed study stent located in the mid rca was treated with aspirating thrombectomy, balloon angioplasty and placement of a bare metal stent. Medication was given to treat the event. The events were considered resolved without residual effects. Later that day the patient was admitted to the hospital and was seen to have acute occlusion of the right common iliac. Right leg amputation above knee, revision of above knee amputation with guillotine amputation was performed to treat the event. Eight days later the patient died. The cause of death is acute occlusion of the right common iliac artery. Per the physician, the death is not related to the ion stent.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).